Manufacturer narrative:
(B)(4). Instrument logs were reviewed. Erratic results. Investigation summary: the customer logs were returned to assist with the investigation. The result log confirmed the sodium results documented in the print screens. The assay parameter log revealed the ict serum assays were configured according to the architect ict (na , k . Cl-) package insert. The calibration log revealed the customer used calibrator lot 0711108 from the dates of (B)(6) 2008. The ict calibration is performed daily with the sodium slope ranges between 90 - 94%. The liquid level sense log revealed there were no issues documented during the transfer of the two ict diluent cartridges in the reagent carousel. The message history log revealed three error codes were generated after the erratic results were processed. Error code 3375: unable to process test, aspiration error occurred at 12:46:30 on (B)(6) 2008. Error code 3104: unable to process test, liquid contact broken during aspiration for sample pipettor at sample carrier was generated at 12:46:31. Error code 2054: high concentration waste container is full occurred four times. The retest sample aliquots were removed from the primary sample tube. The pressure monitoring and liquid level sense logs revealed the patient sample and two ict diluent cartridges were not factors in the cause of the erratic results. The primary sample tube could have been a factor for the aberrant results. The specimen was collected in a serum gel tube. A review of the complaint history for architect c system sn# (B)(4) over the period of time of (B)(6) 2007 through (B)(6) 2009 was performed. The review did not find any other complaints related to this issue. The event is addressed in labeling of the architect system operations manual a malfunction of the system was not identified and the cause was the erratic results were not found. The primary sample tube could have been a factor in the generation of erratic results. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample tested using the architect c8000 analyzer generated a serum sodium result of 115.4 mmol/l. The sample was repeated twice yielding results of 140 mmol/l and 140.4 mmol/l. No adverse impact to patient management was reported due to this issue.